Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for primary osteoporosis, compression fracture. It was reported that during intra-op a small amount of cement flew out to upper level disc on the anterior vertebral body. The movement of the leaked cement was not found, so it was considered that it was solidified. There was patient involved in the event and no further complications reported regarding the event. The product remains in service. Additional information was reported on 2020-jun-22 the lot number was provided as el70156 and the levels implanted or treated as l1.